Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the locking string snapped. A vansonnenberg was used for chest tube placement procedure. During insertion, the locking string snapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.